Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 485 mg/dl. It was stated that the customer was severely dehydrated. It was also stated that the customer was fighting an infection at the time of the event, which way have contributed to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.